Event description:
It was reported that the system 7600 was displaying poor quality images, and that the images were "jumping" on the screen making anatomical markers difficult to discern. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that there were two pins on the interconnect cable that were recessed in the connector. The cable connector was repaired. The system was tested and found to be working as intended and placed back into service.